Manufacturer narrative:
Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed wit a test glucose meter, device communicated properly and received the value from meter. No meter or insulin pump communication anomalies were noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer treated after seizure ended. The customer was not with caller and could not troubleshoot communication issues but just wanted the replacement. The insulin pump will be returned for analysis.